Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 547 mg/dl. The customer treated with a shot before the bolus. The customer stated that the alarm occurred during bolus/basal/fixed prime. The customer was assisted in performing a 5.0 unit fixed prime. The mother stated that she saw drops and the alarm did not return. The mother also mentioned a bent cannula. The insulin pump will not be returned for analysis.